Event description:
Customer reported a patient sample had a positive antibody screen on galileo, and negative antibody screen on echo.

Manufacturer narrative:
The camera was changed on the echo; however, the problem persisted. The instrument was replaced, and the new instrument functions as expected.